Event description:
A portable x-ray was to be used on the patient. The device failed to function and take the image. Evaluation by clinical engineering is ongoing; they are ruling out either a control panel or an x-ray switch malfunction.